Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. It was noted visually during the procedure that the insulation of the right atrial (ra) lead was damaged. The patient was asymptomatic. The ra lead was capped, and a new ra lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.